Manufacturer narrative:
Concomitant medical product: addr06 ipg ,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead on a remote transmission and an acute rise in threshold was observed. It was also noted the rv lead exhibited high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.